Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter does not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that the alleged issue began in (B)(6) 2012 at 12:00pm. The patient stated that he manages his diabetes with a combination of medications: metformin, actos, glipizide, apidra, and victoza (unknown dosages) and denied making any changes to his usual diabetes management routine in response to the reported issue. Two days after the alleged issue began, the patient claimed to have developed symptoms of "hypoglycemia" but denied receiving any treatment in response to the symptoms. At the time of troubleshooting, the cca determined that the patient was using the correct type of test strips and that the subject meter turned on with the power button but not with the insertion of the test strips. Replacement products were sent to the patient. Although the patient denied receiving any treatment after the alleged issue began, this complaint is being reported because the patient developed symptoms suggestive of serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4). Device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2012 and (B)(4) 2012 respectively with the following findings: the meter was found to have dirty spc pin. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.